Event description:
Complainant alleged that while attempting to analyze a (B) (6) female pt who was in ventricular fibrillation, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The customer returned the ECG event data, and evaluation concluded that the device operated to specification. The analysis algorithm incorporated in zoll defibrillations works by taking nine second ECG samples and dividing the sample into three, there second-segments. The algorithm then makes calculations based on ten waveform characteristics for each segment and classifies each segment as shockable or not shockable. A minimum of two of the three segments needs to be identified as shockable in order for the device to give a result of "shock advised." Review of the ECG event data concluded that the first and second segments were corrupted by movement resulting in not shockable rhythms. The third segment was classified as a coarse ventricular fibrillation rhythm and had a result of shockable rhythm. Since there was only one segment out of the three segments with a result of shockable, the overall result for the analysis was "no shock advised." The outcome of the analysis is due to the inherent limitations of ECG analysis programs and not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.